Event description:
Customer reported the panorama central station in use with the panorama telepack initiated a false asystole alarm. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system and could not duplicate the reported problem. Customer was reeducated on the system's alarm latching function.